Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the control box is not working. The green light will not come on. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.